Manufacturer narrative:
Investigation: visual inspection revealed that the stabilizer tubing was missing a piece of tubing, approx 5x3mm. It appeared that the missing piece had been cut out as the coil was also broken and missing a piece. The device was bloody. Based upon the received condition of the device, the reported complaint "tubing was damaged" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat-I stabilizer tubing was damaged. The tubing towards the top of the stabilizer, where the handle is, had a notch out of it. This prevented it from having any suction. This occurred during the procedure when the device was turned on we noticed that it had no suction and then noticed the notch. An om-9000s unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.